Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to a right connector disorder. A new inflatable penile prosthesis pump component was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the pump and tubing were disconnected.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; no tubing nor connectors were present as the pump krt was cut down to the pump block. No leaks were identified. Pump contamination was present resulting in an inability to functionally test the pump. Product analysis was therefore unable to confirm the reported allegations.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to a right connector disorder. A new inflatable penile prosthesis pump component was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the pump and tubing were disconnected.